Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery, power loss, and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at printed circuit board connector. After disconnecting and reconnecting the internal battery connector on printed circuit board insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced issue with insulin pump battery. The customer's blood glucose level was 247 mg/dl at the time of the incident. Customer stated that the insulin pump battery needs to be changed every 6 to 12 hours. Customer also reported to have received a failed battery test alarm, replace battery now, and low battery alert. During the failed battey troubleshooting, customer mentioned that the alarm has been cleared before inserting a new battery. Failed battery test alarm was recurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.